Event description:
Additional information was reported by healthcare provider (hcp). Hcp reported the cause of the difficulty charging and feeling implant deeper under the skin is unknown. It is unknown if any steps were taken or if either issue is resolved. Hcp also clarified they did not think it was likely for the ins to burrow.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient (pt) had difficulty charging the implanted neurostimulator for a few months. The last time they used it was a few days ago and it took them like an hour or more to find the right spot to charge. They have to hold the charger real tight to their skin in order to maintain a connection. Patient mentioned it seems like when they first got the device it was much easier to connect right away. The patient noted its difficult for them to palpate the implantable neurostimulator (ins) and it feels deeper under the skin and over time it has become less noticeable. Patient reported they are not overweight. Patient asked if it was normal for the ins to "burrow" deeper over time. Recommended patient discuss with managing physician. Recommended patient try repositioning the recharger, waiting 30 seconds before changing the recharger position. Suggested patient locate the ins site by looking for the incision scar, as it is so difficult for them to feel the ins. Patient confirmed they will do so later today when they have a chance to get in front of a mirror. Patient noted it may be difficult for them to get in to see their physician about this issue as they had just seen them recently but did not discuss charging difficulties at the appointment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.